Event description:
It was reported that the device displayed error messages when used. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device displayed error messages was confirmed through a review of the device log. The issue was replicated during laboratory testing and it was found to be caused by a defective motor controller board. Functional testing on the received pump module by attaching it to a laboratory pcu testing device. Upon opening the pump module door, an error code 242.4030 occurred. The motor controller board was temporarily replaced for investigation purposes only with a known good motor controller board and the pump module was attached to a laboratory pcu testing device, and the pump module door was opened, no errors or anomalies were observed. A twenty-four (24) hours infusion was programmed and started on the suspect pump module, the infusion completed successfully, and no error code was observed. The original motor controller board was installed back into the pump module and attached to a laboratory pcu testing device. Upon opening the pump module door, an error code 242.4030 occurred. A review of the suspect pump module error log showed a total of twenty-eight (28) error code 242.4030 (motor_stall_failure) occurred on 23dec2024, 24dec2024, 07jan2025, 08jan2025, 15jan2025, 17jan2025, 22jan2025, 25jan2025, 26jan2025, 27jan2025 and 10mar2025. A review of the suspect pump module event log shows that the device was not used on the reported date and no infusions were performed on the last recorded date 10mar2025. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported under infusion. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. Per the bd alaris channel error tipsheet: the bd alaris modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the motor controller board as in was found the be defective. The device was disassembled for this investigation. Please ensure proper assembly and retorque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental finding issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings physically abused components or any third-party parts found. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.